Manufacturer narrative:
D10: concomitant devices: 4442338 or 4499248 02-010-01-0330-logic femoral ps cem right sz 3. 4516361 or 4524631 02-012-41-3030-logic tibia traptray cem sz 3f/3t. 4468016 or 4485876 200-02-35 - three peg patella 35mm.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2016, and then experienced revision surgical procedure on (B)(6) 2019 approximately 3 years after initial implant. No images were provided. There is no device information provided. There is revision surgery operative notes were provided. Preoperative and postoperative diagnoses indicated right knee failed total knee replacement. Clinical history: the patient presents with a painful and unstable right knee replacement. The patient was noted to have aseptic loosening of the femoral component with collapse into varus. Description of procedure: an extensive synovectomy of the joint was performed. The polyethylene liner was removed and it was inspected. It was noted to have scratching and burnishing. Next the femoral component was noted to be loose and it was removed. There was significant fibrous tissue beneath it with osteolysis and a lot of bone loss of the medial femoral condyle. The patella had minimal wear and it was left in place. The patient was revised to a competitor¿s devices and transferred to the recovery room in stable condition.